Event description:
Related manufacturing reference number: 2017865-2023-38438. It was reported that the patient presented to the emergency department with fatigue, chest pain and palpitations. Upon interrogation, it was noted that the atrial and right ventricular leadless pacemakers exhibited false rrt (recommended replacement time). It was noted that the patient works with electrical and welding equipment. Programming changes were made. There were no patient consequences.